Event description:
The complaint/event occurred on an unspecified date and involved an unspecified plum 360 driver new that reportedly stopped due to power down during a patient's infusion of norepinephrine. There was no report of any human harm associated with this reported event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved an plum 360 driver new that reportedly stopped due to power down during a patient's infusion of norepinephrine. There was no report of any human harm associated with this reported event.

Manufacturer narrative:
Additional and/or correctional information: b5. Updated to reflect known device. D1. Brand name updated. D4. Catalog #, lot #, and UDI # were updated. G4 - PMA/510(k) # - updated. H4 - device mfg date added. Investigation summary: visual and functional testing: the device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of service history and event logs: we conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue.